Event description:
It was reported by the pt's attorney that as a result of having the product implanted, the pt has experienced pain, injury, disability and impairment.

Manufacturer narrative:
The sample was not returned. The finished product met all specifications prior to being released for general distribution. The instructions for use which accompanies all devices currently addresses potential risks associated with surgically implanted materials. The instructions for use states in the adverse reactions: potential adverse reactions are those typically associated with surgically implantable materials, including hematoma, seroma, mucosal or visceral erosion, infection, inflammation, sensitization, dyspareunia, scarification and contraction, fistula formation, extrusion and recurrence of vaginal wall prolapse. Perforations or lacerations of vessels, nerves, bladder, bowel, rectum, or any viscera may occur during needle passage. (B)(4).

Event description:
Per additional information received, the patient has experienced erosion of the graft, recurrent stress incontinence, vaginal vault prolapse with urinary obstruction, exposure and protrusion of mesh into the vagina, pessary usage, pelvic pain, discharge, uterine prolapse, backache, significant bladder emptying/obstruction, overactive bladder with urge incontinence, medications have been prescribed and pressure sensation. A vaginal hysterectomy and graft revision with a posterior elevate mesh support was performed in 2011.

Manufacturer narrative:
The sample was not returned. The lot number is unk; therefore, the device history record could not be reviewed. The instructions for use which accompanies all devices currently addresses potential risks associated with surgically implanted materials. (B)(4).